Event description:
It was reported that, "hip revision for dislocation - patient had 36mm +0 head. Trialed a 44mm +mm head which increased stability. A 44mm head would not lock. Used a 44mm bi-polar with a 26 +4mm head which locked fine. Patient was stable."

Manufacturer narrative:
Evaluation summary: the taper of the returned head was inspected and found to be within specification. The returned femoral head was functionally tested on a stem that was measured to be within blueprint specifications. A taper lock was achieved between the head and stem. The reported event could not be recreated. The reported event could not be confirmed. The returned device was dimensionally within specification. It is possible that the taper of either the head or stem was not fully dried prior to assembly of the components. This is the same patient/event as MFR#2249697-2009-00209.